Manufacturer narrative:
Samples are collected in 13x100mm gold top serum tubes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site and did not note any issues with the instrument. Fse reviewed reagent storage issues with the customer and the customer is following bci guidelines. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false negative tbhcg results generated by the access 2 immunoassay system. Two patient samples when tested gave tbhcg results of 0.92 and 1.02 miu/ml. A second sample was obtained from each of the patients and tested at a later date upon which they gave results of 59,009 miu/ml and 2035 miu/ml respectively. The erroneous results were reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.